Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 544mg/dl. Customer¿s blood glucose was 361 mg/dl at the time of call. Customer was treated with manual injection and insulin pump. Customer was assisted for troubleshooting for high blood glucose. Drive support cap was normal. Customer stated that there was no leak or air bubbles. Customer was assisted to perform high pressure test and insulin was no delivery. Customer stated that she had high blood glucose and it down to 226 mg/dl and she treated with insulin pen and now her blood glucose was 206 mg/dl. The reservoir will not be returned for analysis.